Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were found to be open, as the high voltage cable was pulled apart, during explant. Visual inspections showed significant calcium deposits (calcification) on the distal and proximal shocking coils. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance. Thus, the clinical observations were confirmed.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock lead impedance (sli) and reached out of range (oor) measurements of about 150 ohms. The oor impedances appeared to be a result of calcification/ionization. Technical services recommended staying in triad vector which had the lowest value and the patient was monitored. Additional information was reported indicating that the sli was greater than 145 ohms, during a shock. The arrhythmia did not convert right away. The rv lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received. Additional information was reported indicating that this rv lead was returned and a device evaluation was completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock lead impedance (sli) and reached out of range (oor) measurements of about 150 ohms. The oor impedances appeared to be a result of calcification/ ionization. Technical services recommended staying in triad vector which had the lowest value and the patient was monitored. Additional information was reported indicating that the sli was greater than 145 ohms, during a shock. The arrhythmia did not convert right away. The rv lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.